Event description:
The pt felt a "bang" on the processor on (B)(6) 2015. Afterwards he heard wheezing and felt discomfort and pain in the implant region.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint likely led to device electronics failure over time. The investigation results appear to match the problems mentioned in the patient report and the damage found. This is a final report.

Event description:
The patient felt a "bang" on the processor on (B)(6) 2015. Afterwards he heard a wheezing sound and felt discomfort and pain in the implant region.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.